Event description:
It was reported that the ventilator turbine stopped working without an audible alarm while connected to a pt. The pt was switched to a back-up ventilator. No reported harm to the pt.